Manufacturer narrative:
Office contact information: (B)(4).

Event description:
The manufacturer's field service engineer reported the ventilator alarmed vent inop due to air valve liftoff failure. There was no patient involvement.